Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the arm on 09/30/2020. The patient developed redness, dry skin, scar, and drainage under the sensor patch. A barrier product (cavilon) was used unsuccessfully. The reaction was treated with over the counter topical medication. There was no documentation of medical intervention. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.